Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise oversensing, undersensing, and pacing inhibition. No additional adverse patient effects were reported. The associated cardiac resynchronization therapy pacemaker (crt-p) remains in service with the new ra lead.